Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported for husband via phone call for high blood glucose. Blood glucose at the time of incident was 407 mg/dl and treated with insulin pump. Customer declined high blood glucose troubleshoot sated that she had set on for four days. Customer reported that she tried to take the plunger out of the reservoir it won¿t unscrew, it just keeps going in circles. The insulin pump will not be returned for analysis.